Event description:
The pt reported experiencing elevated blood glucose, e4 (occlusion) errors, and crimped infusion set cannulas. He stated 6 infusion sets have caused elevated blood glucose and e4 was displayed with 2 of them. When e4 was displayed he disconnected from the infusion site and primed w/o error which led him to believe the issue was related to the infusion site. When the infusion site was removed the cannula was bent or crimped. All infusion sets were from the same box. He stated the issue only occurs when the infusion site is placed on his left side. His blood glucose has ranged from 280-400 mg/dl. His target blood glucose level is in the low 100 mg/dl range. He stated a friend who is a pediatric physician brought him insulin to treat himself by injection. He was able to treat himself by bolusing. The pt did not require treatment from a health care professional or second party to address the issue. Product was replaced and requested to be returned for eval. This complaint is associated with the accu-chek flexlink plus recall initiated on (B)(4) 2011. Further investigations are ongoing within an assigned task-force.